Event description:
It was reported that the user experienced hyperglycemia with highest reported glucose over 400 mg/dl for approximately four hours while using the ilet system; there were no pump alarms, no noted infusion set leaks at the time, and the user performed a site change per troubleshooting and was guided to enter a manual glucometer value to recalibrate the cgm. Symptoms included confusion. Outcomes included no outside assistance and no medical intervention. Investigation included troubleshooting and education, review of device performance as reported by the user, and follow-up calls to assess glucose trends post¿site change and cgm recalibration. Investigation of this case revealed hyperglycemia with cause unclear, without evidence of pump delivery stoppage or confirmed infusion set failure, and no device malfunction could be verified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with insufficient evidence to attribute to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.